Event description:
It was reported to boston scientific corporation that a piranha biopsy forcep device was used for a ureteral biopsy. During the procedure, while inside the pt, the physician attempted to close the biopsy forceps and the device "popped and would not close." The physician was forced to cut the device to facilitate removal from the pt. The physician could not complete the procedure because another device was not available. The physician placed a stent and the procedure will be completed at a later date. There were no other pt complications and the pt condition following the procedure was reported as "fine."

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental manufacturer's report will be filed.